Manufacturer narrative:
Unit passed the leak test. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display or grey display anomalies noted. Power connector plugged in and locked in place properly. Unit properly connected to glucose sensor simulator. No lost sensor alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump screen sometimes would go grey even if a new battery was used. Customer's blood glucose was 10 mmol/l at the time of incident. Customer stated that the insulin pump was exposed to moisture multiple times but no battery cap damage or corrosion inside the battery compartment were observed. Customer also mentioned that insulin pump does not record some of the alarms received. Advised customer to upload to carelink to check if the alarms recorded would match the alarms in the insulin pump history. It was learned that there were 5 lost sensor alarm in the insulin pump's history that was not recorded in carelink upload. Insulin pump is expected to return for analysis.